Event description:
A report was received that the patient was brought to emergency room due bleeding at the incision site. It was noted that the right lead had come out of the body. The patient underwent lead explant procedure.